Manufacturer narrative:
Other text: b3, d4 lot number, d10, h3, h4 and h6 - updated.one device was received for investigation. The return tube was cracked and the pcb has evidence of fluid ingression. The device was functionally tested. The reported problem was duplicated. The device is not entering "operation mode", so it powers on but does not run. The root cause of the problem is design of the device which lead to a crack returned tube allowing fluid to leak onto the pcb. The return tube and pcb were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: b3, d4: UDI number, lot number and expiration date, h4 no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the tower was not circulating fluid. The upper light in the control panel was not turning on. No patient involved.